Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) founds that occasional EKG synchronization fault is found. Occasional fault search, tests and functioning tests, EKG cable connector + complete EKG cable fault is found, working hours 19990. But repair not completed due to waiting for acceptance of repair estimate finished work, so the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text : customer not yet approved repair estimate.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6) hospital.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) volume of the balloon on the keyboard could not be adjusted. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.